Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR ID: 2134265-2011-04599, 2134265-2011-04729, 2134265-2011-04730, 2134265-2011-04600. Same patient as MFR ID: 2134265-2011-04604. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to a myocardial infarction (killip class I) and several weeks of exertional chest tightness. Cardiac catheterization revealed a 90% stenosed and 24mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 3.0mm. Using a 0.014" luge wire, a 2.5x25mm maverick balloon was advanced for predilation and a 3.0x28mm taxus liberte stent was deployed at 10atm followed by post dilation using a non-bsc balloon resulting in 0% residual stenosis. There was timi-3 flow post procedure. The patient was discharged 3 days later on aspirin and prasugrel. (B)(6) 2010: the patient presented at the time of the event due to exertional angina. An initial EKG revealed normal sinus rhythm with no acute st-t wave changes. The patient was diagnosed as having a myocardial infarction. Cardiac catheterization revealed 20 to 30% mild diffuse in-stent restenosis of the stent deployed in proximal through mid lcx. It also revealed 80% in stent restenosis within the proximal rca and 99% in stent restenosis in the distal vessel. There is timi 0-1 flow to the distal vessel with left to right collaterals to the posterior descending artery (pda). The proximal right ventricular marginal branch has 90% ostial narrowing caused by jailing of the previously placed 3.0x38mm taxus liberte stent. A 0.014" luge wire was advanced and positioned in the distal pda. Initial angioplasty was performed with a 3.0x20mm maverick balloon resulting in improved flow to the distal vessel. Additional angioplasty was then performed within the distal and proximal segments of in stent restenosis. More aggressive angioplasty was completed with a 3.5x15mm apex non-compliant balloon. Ivus revealed diffuse atherosclerotic disease of the distal vessel, excellent stent expansion and apposition but diffuse severe in stent restenosis within the distal stent, mild diffuse in stent restenosis within the mid vessel, and diffuse severe in stent restenosis within the proximal vessel. The distal stent was then again post dilated at high pressure using a 3.5x15mm apex non-compliant balloon. The region of most severe distal end stent restenosis as well as the distal trailing edge of the native vessel was treated with an overlapping 3.5x28mm promus stent resulting in a plaque shift within the distal vessel. This was then treated with an overlapping 3.0x12mm promus stent deployed at 9atm. The stent balloon was withdrawn and used to perform high pressure inflations within the stent overlap segment at 16-18atm. The proximal taxus stent appeared undersized relative to the true vessel diameter. The physician felt that it reflects poor stent apposition of the original taxus stent. This was treated with aggressive balloon dilation with a 4.5x20mm apex non-compliant balloon. The same balloon was then used to perform low to nominal inflations within the mid segment at 3-8atm resulting in excellent flow and expansion within the treated segments. However there was some stent recoil causing luminal haziness within the proximal stent. This was treated with a 4.0x23mm promus stent deployed at 11atm to approximately 4.5mm in diameter with adequate overhang into the aorta. The stent balloon was then used to perform high pressure inflations (16-18atm) within the ostium. Then a 4.5x20mm non-compliant balloon was used to perform high pressure inflations within the proximal third of the 4.0x23mm promus stent. The luge wire was then directed into the first right ventricular marginal branch. It demonstrated 99% ostial narrowing with low flow (timi-1) which was slightly worsened after high-pressure post dilation within the mid rca. It was noted that the patient had been experiencing chest discomfort from the time of the onset of the intervention and it was not known if this was the cause. The chest pain was treated with nitroglycerine and persisted for 2 to 3 hours. The ostium of the vessel was treated with a 1.5x15mm maverick balloon inflated to nominal pressure. Final angiography revealed 9% residual stenosis within the treated segments and timi-3 flow within the parent vessel. There was timi 2-3 flow within the rv marginal and conus branches. The event was considered resolved without residual effects. The patient was discharged 2 days later.